Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8107666. Medical device expiration date: 2021-04-30. Device manufacture date: 2018-04-17. Medical device lot #: 8081584. Medical device expiration date: 2021-03-31. Device manufacture date: 2018-03-22. (B)(6). Investigation summary: two (2) photos were provided for evaluation. Two syringes have the thumb press damaged and one has the barrel flange damaged therefore failure mode is verified. This type of damage was induced by a process variation at the plunger rod labeler machine. A weekly preventive maintenance includes the plunger rod labeler machine alignment verification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot# 8107666 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8107666 during this production run. Two (2) photos were provided; three (3) syringes are shown; all are with no packaging flow wrap, all have the plunger rod-rubber stopper, the tip cap, and saline solution, and the barrel labels confirm the lot# 8107666. Two syringes have the thumb press damaged and one has the barrel flange damaged. Root cause description: this type of damage was induced by a process variation at the plunger rod labeler machine rationale: a weekly preventive maintenance includes the plunger rod labeler machine alignment verification.

Event description:
It was reported that bd posiflush¿ saline 10ml syringe plunger and syringe are broken. No serious injury or medical intervention was reported.